Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer resolved the occlusion by changing the infusion set and cartridge, then resuming insulin.